Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that buttons was irresponsible, they need to press several times until they work and also directional buttons not working. Customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, most of the keypad buttons were not working. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.